Event description:
It was reported that the device exhibited a "primary audible alarm", and needed a main board. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a non-original equipment manufacturer (OEM) top case was present, the bottom case was cracked by the mounting post, the right plunge was cracked, and there was visible contamination. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing the reported issue was able to be duplicated. The root cause was a result of the customer's physical damage to the device beyond device repair. Replaced interconnect board. Replaced speaker as preventive measure. Non-OEM top case identified, replaced with OEM top case. Performed power up and self test process.